Event description:
The customer reported that the flex deflectable videoscope had an air leak. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the adhesive around the objective lens was peeled. The report is being submitted due to the peeled adhesive found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and water tightness was lost due to a pinhole on the universal cord. Also, evaluation found the bending section cover adhesive was chipped, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the bending section could not be fixed firmly due to damage on the forceps elevator lever, the image had white dots due to damage on the charged coupled device (ccd) unit, the video connector and video connector case were cracked and discolored, the indication on the light guide connector was not correct, the light guide connector was discolored, switch #1 was discolored and sticky, the forceps elevator lever was discolored, and multiple parts of the scope were scratched. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although it was determined that the defect was likely caused by stress of repeated use, external factors, or handling, a definitive root cause of the peeled adhesive could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.